Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-13195. It was reported that patient fell on device due to high capture threshold and high impedance on right ventricular(rv) channel. Loss of capture was also noted on rv lead. Physician suspected the fracture on rv lead. The pacemaker and rv lead remained implanted but programmed to no pacing mode. On (B)(6) 2019, the patient was implanted with new device and rv lead on the right side. Patient heart rate was found to be at 40 beats per minute when presented in emergency department. The patient was discharged and was doing well.